Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: pelvic cavity'), genital haemorrhage ('heavy abnormal bleeding') and autoimmune disorder ('autoimmune disorder type of disorder') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included eczema. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), autoimmune disorder (seriousness criterion medically significant), headache ("headaches,"), migraine ("migraines") and arthralgia ("joint pain"). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, autoimmune disorder, headache, migraine and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, device dislocation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure confirmation test. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs and mr received : reporter added, patient demographic updated, events added- , abnormal bleeding (vaginal, menorrhagia), autoimmune disorder, migraines , headaches, device dislocation, joint pain. Events severity, medical history and lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.